Event description:
A clinical director reported that a patient presented with dryness in both eyes approximately three weeks post lasik. The patient was noted that have dry eye syndrome. Punctal plugs were placed in both eyes and the patient is to use topical artificial eye drops in both eyes. Dry eye syndrome was not noted during the preoperative examination. There are two medical device reports associated with this event. This report is for the right eye. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).